Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified. Lot number in the patch: 2951806 and catalog: tsm310g. Observed opening on posterior side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported for left side "an intra and extra-capsular rupture on left side." And "silicon lymphadenopathy on left axilla and left parasternal lymph node chains". Device has been explanted and replaced.

Manufacturer narrative:
Health effect impact code cont: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported event of "silicon lymphadenopathy" is physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported for left side "an intra and extra-capsular rupture on left side." And "silicon lymphadenopathy on left axilla and left parasternal lymph node chains". Device has been explanted and replaced.